Manufacturer narrative:
Additional classification code: mqn. (B)(4). Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. The manufacture date is unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. The investigation could not be completed; no conclusion could be drawn, as no product was received. The screw head broke off from the shaft of the screw and screw shaft remains in patient. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient was implanted with an unknown plate and an unknown quantity of screws to repair a third metacarpal fracture (left) on an unknown date. Postoperatively, on an unknown date, it was identified that the patient had a non-union. On (B)(6) 2017, the patient was returned to the operating room, and while the surgeon was final tightening a 9mm long 1.3mm titanium cortex screw, self-tapping, the screw head broke off from the shaft of the screw. The surgeon was unable to remove the shaft of the screw from the bone; however, was able to complete the procedure without issue and achieved successful alignment of the bone. Concomitant medical products: unknown screwdriver (part #: unknown, lot #: unknown, qty. 1). This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development investigation was performed for the subject device 1.3mm ti cortex screw self-tapping 9mm, part number 400.689, lot number unknown). The subject device was returned with the complaint condition stating: this complaint is confirmed. Only a screw head of part# 400.689 ti cortex screw self-tapping 9mm was received at customer quality (cq) for evaluation. The screw broke at the location where the screw transitions from screw head to screw shaft/thread. The returned screw head fragment measured approximately 2.0mm in length at cq (calipers). Therefore, the missing threaded shaft would be approximately 7.0mm long with reference to product drawing. Whether this complaint can be replicated at customer quality (cq) is not applicable for this complaint condition as the returned device has already broke intraoperatively. A visual inspection under 5x magnification and drawing review were performed as part of this investigation. Most likely due to final tightening force exceeding the shear strength of screw due to not pre-drilling in dense cortical bone. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.